Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the indication for vena cava filter placement was acute dvt and pulmonary emboli while on anticoagulation therapy. Access was gained to the left common femoral vein and a venacavagram demonstrated a widely patent ivc. The filter was deployed in the infrarenal ivc in good position and hemostasis was achieved at the access site. Approximately five years post filter deployment, a CT scan performed for constipation demonstrated multiple filter limbs extending external to the lumen of the ivc in close association to the abdominal aorta. The findings were considered stable and unchanged from a prior examination. There was no inflammatory change within the abdomen or pelvis. The physician did not feel the need to remove the filter as the risks outweighed the benefits. Approximately five years nine months post filter deployment, the patient presented to the ER with increased shortness of breath, chest pain and left leg pain. A CT scan demonstrated bilateral pulmonary emboli and the patient was admitted for workup and management. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed in the infrarenal ivc. Five years post filter deployment, CT scan demonstrated the limbs of the filter to be perforating the ivc wall. Nine months later, another CT scan demonstrated bilateral pulmonary emboli. Based on the medical records, the investigation is confirmed for perforation of the ivc by filter limbs. Additionally, pe can be confirmed however it is undetermined the origin of the pe and the filters relationship with the pe identified. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: - perforation or other acute or chronic damage of the ivc wall. - stenosis at implant site. - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately five years post vena cava filter deployment indicated for dvt and pe, a CT scan demonstrated several filter limbs extending beyond the confines of the ivc wall. The patient was asymptomatic, there was no evidence of inflammatory change within the abdomen and the decision was made to leave the filter in place. Nine months later, the patient presented to the ER with shortness of breath, chest pain and leg pain. A CT scan demonstrated bilateral pulmonary emboli and the patient was admitted for workup and management. No additional information surrounding this event was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and ten months of post deployment, computed tomography of abdomen and pelvis showed that an inferior vena cava filter was noted with multiple limbs extended external to the lumen of the inferior vena cava lay in close association to the abdominal aorta, but these findings were entirely stable and unchanged since the previous examination. The legs of the filter penetrated through the wall of the inferior vena cava. The patient was also reported abdominal pain. Around, eleven months later, computed tomography of chest/pulmonary angiogram with contrast showed bilateral pulmonary arterial filling defects, beginning in the distal lobe pulmonary artery of the left lower lobe, extended distally to involve the segmental and subsegmental branches of the bilateral lower lobes and right middle lobes. It was reported that the inferior vena cava filter was migrated through the wall of the inferior vena cava. Around, three years and one month later, computed tomography venogram of chest, abdomen and pelvis showed that there was a 1 cm fragment of inferior vena cava filter strut. There was retained posterior to the abdominal aorta and anterior to l3 vertebral body. The patient experienced back pain also. Around, eight months later, filter retrieval was attempted. The right internal jugular vein was entered under direct ultrasound visualization with a 21-gauge micropuncture needle. A pigtail catheter was placed in the infrarenal inferior vena cava below the filter. Inferior venacavogram demonstrated patent inferior vena cava and the filter was positioned in the infrarenal location. There was severe angulation of the filter and fracture of four struts. A 20 french sheath was inserted until its tip lay adjacent to the filter. Then, using the bronchial forceps, two of the filter struts were unable to be retrieved. Then the attention was turned to remove the filter and was able to be grasped with the bronchial forceps and removed into the 20-french sheath. Two small strut fragments retained in the body of patient. One within the caval wall, and one posterior to the abdominal aorta. Successful complex inferior vena cava filter retrieval was achieved with removal of two fractured struts. The indwelling 20-french sheath was removed for a new 20-french sheath. Around, one month later, computed tomography angiography demonstrated patent inferior vena cava with two retained filter fragments in the inferior vena cava wall and posterior to the aorta. Around, one year and ten months later, computed tomography pulmonary angiogram with contrast showed no evidence of pulmonary emboli or other chest pathology. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc), filter migration, filter limb detachment, and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current instructions for use states: potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: - perforation or other acute or chronic damage of the ivc wall. - stenosis at implant site. - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter were placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately five years post vena cava filter deployment indicated for deep vein thrombosis and pulmonary embolism, a computed tomography scan demonstrated several filter limbs extending beyond the confines of the inferior vena cava wall. A computed tomography scan demonstrated bilateral pulmonary emboli and the patient was admitted for workup and management. After some times from post filter deployment, it was alleged that the filter detached and tilted. The device and strut has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient was diagnosed with pulmonary embolism post implant. The patient experienced pain; however, the current status of the patient is unknown.